Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 42.5cm was returned for analysis. External insulation abrasion was noted at 17.9-18.0cm, 20.5-20.6cm, and 22.8-22.9cm from the connector pin. Internal insulation abrasion was noted under the svc shock coil at 36.3-38.6cm, 39.4-39.5cm, 40.2-40.4cm, and 41.7-41.8cm from the connector pin. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.